Manufacturer narrative:
Reported event of failure to interrogate was confirmed. The device was unable to establish telemetry, and no output was noted upon receipt. Analysis after the device was cut open revealed battery voltage was at end of life (eol) level. A longevity calculation was performed and found the battery depletion was premature. Additional testing performed on the hybrid indicated a metal migration anomaly causing a short. A device history record (DHR) review was performed, and all required manufacturing processes and inspection steps were confirmed to be completed per the requirements. The device met specifications prior to leaving abbott manufacturing facilities.

Event description:
It was reported that the patient presented to a procedure. During the procedure, the leadless pacemaker could not be interrogated. The device was retrieved and successfully replaced. The patient condition was stable.